Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted on (B) (6) 2009 with an scs sys. It was reported that the pt's daughter took her mother to the emergency room due to severe pain and redness/swelling near the ipg implant site on her hip. It was reported that the pt was given a shot of prednisone in that area. The pt's daughter confirmed the sys appeared to be functioning fine, but she was concerned that perhaps something became disconnected to cause the pain and swelling. Follow up on the pt found that she was treated for a urinary tract infection and the scs sys is still working correctly. No devices were explanted and none were returned to ans for eval. There have been no further issues reported for this pt.